Event description:
"The initial reporter alleged discrepant reactive results for one patient sample tested using the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. In (B)(6) 2023, the patient sample was tested using the elecsys ahcv ii assay and generated a reactive result of 2 coi. A re-run of the same sample confirmed the initial reactive result. Testing of the same patient sample at a different laboratory using the abbott ahcv assay produced a non-reactive result (date not provided). Subsequent testing of the patient sample using the elecsys ahcv ii assay again generated a reactive result (date not provided)."

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys ahcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. No additional information or feedback was received from the affiliate to clarify the testing details or patient history. The investigation was limited by the unavailability of confirmatory testing results, such as immunoblot or hcv-rna, and the lack of responses to follow-up inquiries. The root cause of the reported discrepant results could not be determined based on the available information. The case was closed with a recommendation to confirm repeatedly reactive patient sample results using supplemental methods, such as immunoblot or hcv-rna detection, and to assess results in conjunction with the patient¿s medical history, clinical examination, and other findings.